Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine ( 5 mg/ml at 0.25 mg/day) via an implantable infusion pump. It was reported that the system was explanted due to an infection. It was noted that the patient had lost a great deal of weight and had very loose, thin skin. The incision on her abdomen has closed nicely but the incision over her spine did not close. It was unknown if the issue was resolved and the patient was alive with no injury. The devices were disposed and would not be returned for analysis. No further complications have been reported as a result of this event.